Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a blank display before and after a battery change. The customer's blood glucose reading was 318 mg/dl at the time of incident. Troubleshooting found that the pump was recently dropped in a swimming pool and has a frozen display. Troubleshooting could not be done due to the frozen display and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. Unable to perform any testing including the displacement, display anomaly, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self-test, a21 error test and off no power test due to blank display. The insulin pump had minor scratched lcd window, cracked belt clip slot and racked reservoir tube lip.